Event description:
Edwards received notification that this (B)(6) patient with a 6900p29 valve implanted in the mitral position was placed under consideration for a reoperation due to severe mitral stenosis secondary to fused leaflet after six (6) years and five (5) months of implant duration. As reported, the patient presented in (B)(6) 2021 with mild sob due to mild mitral stenosis and was readmitted in (B)(6) 2021 with severe shortness of breath, pulmonary hypertension and heart failure due to severe mitral stenosis observed on echo. As reported, this patient underwent a combined aortic and mitral valve replacement due to native mitral valve stenosis and aortic regurgitation.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a (B)(6) valve implanted in the mitral position was placed under consideration for a reoperation due to severe mitral stenosis secondary to fused leaflet after six (6) years and five (5) months of implant duration. As reported, the patient presented in (B)(6) 2021 with mild sob due to mild mitral stenosis and was readmitted in (B)(6) 2021 with severe shortness of breath, pulmonary hypertension and heart failure due to severe mitral stenosis observed on echo. As reported, this patient underwent a combined aortic and mitral valve replacement due to native mitral valve stenosis and aortic regurgitation.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.